Event description:
The pt reportedly had a wound infection near the implant site. The pt reportedly was being monitored by the surgeon and the center. In march 2004, the pt reportedly was seen at the center for evaluation. The audiologist reportedly observed two wounds directly behind the ear just below the outline of the pt's device. The pt's parent reportedly had been treating the wounds with topical antibiotics (prescription name not given). About six weeks later, the surgeon investigated these wounds during surgery for pinna reconstruction. At this time, the pt's cii device was explanted due to infection. Reimplantation surgery is to be scheduled.